Manufacturer narrative:
The customer¿s report of the device failing to alarm for air in line (ail) was neither confirmed nor replicated. The pcu event log shows that the device alarmed twice for ail during the infusion of potassium chloride. Functional testing performed found the pump module can detect both single air boluses as well as accumulated air boluses per specification. The disposable set was not returned for investigation. The root cause of the reported device failing to alarm for ail was not identified.

Event description:
It was reported that the device failed to alarm air-in-line in the critical care department. The customer is requesting a log review to determine if there were any air-in-line alarms. The customer further stated that there were no known adverse effects caused to the patient from the event.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient age and dob requested but not provided. Devices not received, log review only.

Event description:
It was reported that the device failed to alarm air-in-line. The customer is requesting a log review to determine if there were any air-in-line alarms.